Event description:
While investigating a (B)(6) female patient's electrode belt for an unrelated issue, a reportable problem was discovered. A trunk connector pin on electrode belt sn (B)(4) was bent. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation a trunk cable connector pin was bent, which prevented the electrode belt from connecting to a monitor. The root cause for the bent pin could not be positively identified, but the damage likely resulted from excessive force when connecting the electrode belt to a monitor. No adverse event resulted from the bent pin. The patient received a replacement electrode belt.